Event description:
It was reported that the pump touch screen was intermittently unresponsive and that the pump volume was too low. Additionally, it was reported that the wake button sticks and that there were fill estimate issues. There was no additional information available as the customer declined to troubleshoot with tandem technical support. There was no reported adverse impact.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.